Manufacturer narrative:
(B)(4). The actual device was returned and sent to the manufacturing site for evaluation. The manufacturing site reports: "the complaint sample was visually inspected by the chandigarh investigating team and the customer reported failure mode was verified and confirmed, i.e., the light guide was broken as stated in the complaint. The device history record for lot code 2108341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification.". Manufacturer's conclusion: "the complaint of a light guide breakage in rusch greenlite mac 4 product during pre-testing was confirmed by the complaint investigation team. Small broken pieces of the light guide are observed in the received complaint sample. The spot-welding joint in the sample was intact. The product was manufactured at the chandigarh site in aug 2021. The complaint sample reveals that the base of the light guide was partially broken inside the packaging and when the customer did snap the blade on the handle and the light guide was broken completely due to external force on the handle and it seems that for some reason it sustained unexplained physical damage. The product was manufactured and packed in india. We inspect this product family 300% prior to shipment from india, so we can state that it left the manufacturing site fully functional. The root cause of this complaint is deemed packaging related.". A risk evaluation has been initiated to further investigate this issue.

Event description:
It was reported that: "a piece of the clear plastic part broke". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "a piece of the clear plastic part broke". No patient involvement reported.